Manufacturer narrative:
Evaluation completed. One needle wrench was returned in an unknown sterilization pouch along with a bl5113 pack label. The lot number on the label is v8695. The expiration date on the label is 2018-07-06. Visual inspection found no metal particles in the pouch or on the needle wrench. Microscopic examination of the metal end of the needle wrench found no damage. However, inspection of the non-metallic end found the corners were rounded, marred and there was material missing. This type of damage is similar in appearance to damage seen by over torquing when tightening the needle onto the handpiece. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor reported observing particulate with the appearance of metal shavings in the patient''s eye. The particulate was retrieved from the eye with no impact to the patient.